Event description:
It was reported that the pt experienced withdrawal with lack of therapeutic effect. The device system was explanted and not replaced. The pt outcome was reported as no injury. The pt's pump contained morphine and bupivacaine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The catheter was not returned.